Manufacturer narrative:
The system was examined and the reported event was confirmed. The vitrectomy handpiece was non-conforming and was replaced as a result. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 24, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a nonconforming vitrectomy handpiece. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy handpiece did not work. The timing of the event is unknown. Additional information has been requested.